Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image cut out. The customer's biomed narrowed the issue to the baton. A delay in the procedure of two (2) minutes occurred as a backup glidescope video baton 2.0 large was obtained. No harm to the patient or user was reported.